Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was readmitted with suspected pump thrombus. Lactate dehydrogenase (ldh) was between 3,000 - 6,000 and hematuria. The patient was treated with IV heparin and upgraded on transplant list to status 1a. The patient received a transplant on (B)(6) 2013. The pump will be returning for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.